Event description:
This ICD will be explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra the range where angeion recommended explantation. Therefore, this device will be explanted, the date of explantation is unknown at this time.